Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Per review of wo on 21feb2023, no patient affection. The device was tested before patient application. Per follow up information received via email on 14mar2023, no patient affection. Per sample evaluation results received on 26apr2023, it was reported that the root cause of the reported issue was due to a failed chiller. It was stated that the input/output circuit card defective. It was also stated that the threads on shell were damaged. I was noted that the shell to be replaced. Per investigator notification received on 13jul2023, it was reported that the circulation and mixing pumps were found to need replacement during evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. The arctic sun 5000 was evaluated, circulation pump failed; replacement needed. No repairs were made as customer declined repairs. Device was scrapped. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Per review of wo on 21feb2023, no patient affection. The device was tested before patient application. Per follow up information received via email on 14mar2023, no patient affection. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed chiller. It was stated that the input/ output circuit card defective . It was also stated that the threads on shell were damaged. I was noted that the shell to be replaced. Per investigator notification received on 13jul2023, it was reported that the circulation and mixing pumps were found to need replacement during evaluation.